Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar and after the order was reviewed, the outer box and the inside carton of the soundstar® catheter were found broken and the connector on the catheter was also broken. The damage was found on the proximal most part of the catheter at the swift link connection. The reporter requested a replacement for the soundstar® catheter. The damage resulted in wires/internal components being exposed. The damage did not result in any lifted or sharp rings. The catheter was not used in the procedure, as the damage was evident when removed from packaging. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar and after the order was reviewed, the outer box and the inside carton of the soundstar® catheter were found broken and the connector on the catheter was also broken. The damage was found on the proximal most part of the catheter at the swift link connection. The reporter requested a replacement for the soundstar® catheter. The damage resulted in wires/internal components being exposed. The damage did not result in any lifted or sharp rings. The catheter was not used in the procedure, as the damage was evident when removed from packaging. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection was performed in accordance with j&j medtech procedures. Visual analysis revealed that the connector was broken. No other damages or anomalies were observed. A device history review was performed for the finished device number lot g4151495 and no internal action related to the complaint was found during the review. The connector and internal component exposed issues reported by the customer were confirmed. The potential cause of the broken condition could be related to the manipulation of the device before the procedure; however, this could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: inspect the entire soundstar® catheter for damage; inspect the swiftlink¿ connector for damage; do not use the soundstar® catheter if the packaging is open or damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).